Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep reported left hip surgery due to infected joint of which the surgeon did a swap and washout. Per sales's rep response received on 07-nov-2016: "just the femoral head was exchanged on this case."

Manufacturer narrative:
An event regarding infecton involving an pca head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: "the primary harm involved is infection status post revision tha. There is insufficient documentation presented to further complete this assessment." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there have been no other events for the lot and sterile lot referenced. Conclusions: the reported event nor root cause could be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, primary and revision operative reports, patient history, follow-up notes and pathology/microbiology reports are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Rep reported left hip surgery due to infected joint of which the surgeon did a swap and washout. Per sales's rep response received on 07-nov-2016: "just the femoral head was exchanged on this case."